Manufacturer narrative:
Device evaluation summary: the reported out of tolerance on the high side for the liquid quality control (qc), and the site was unable to complete qc was not verified. The service technician stated that customer ran eqc multiple times without error verifying operation of instrument was good. The service technician told the customer to rerun liquid qc with a longer equilibration time and all liquid qc passed fine. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the act plus instrument was out of tolerance on the high side for the liquid quality control (qc), and the site was unable to complete qc. The event occurred prior to use, and a backup device was utilized. There was no patient involved. Medtronic received additional information that the customer ran eqc multiple times without errors, verifying operation of instrument is good. Customer was informed to re-run the liquid qc with a longer equilibration time and all liquid qc passed fine.